Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that maxzero needleless connector leaked on 2 occasions. The following information was provided by the initial reporter: material no: mz1000-07 batch no: unknown. Event 2 it was reported that there was leaking from the connection of the clave to the med tubing. Event description per email states: both instances the bd maxzero clave mz1000-07 was used. In both events there was leaking from the connection of the clave to the med tubing. I have the clave and tubing on the first event, and the syringe and clave for the second event. Both infusion were occurring on the syringe modules.

Manufacturer narrative:
H.6. Investigation: due to no photo or sample received, the customer's complaint of leakage could not be verified. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that maxzero needleless connector leaked on 2 occasions. The following information was provided by the initial reporter: material no: mz1000-07. Event 2 it was reported that there was leaking from the connection of the clave to the med tubing. Event description per email states: both instances the bd maxzero clave mz1000-07 was used. In both events there was leaking from the connection of the clave to the med tubing. I have the clave and tubing on the first event, andthe syringe and clave for the second event. Both infusion were occurring onthe syringe modules.